Event description:
It was reported that two nurses have allegedly injured themselves on a cub crib. It is reported the siderails could not be lowered all the way, and the caregivers lifted a child up and over the siderail which allegedly resulted in two nurses being injured.